Event description:
It is reported that a customer was hospitalized. The customer does not remember the blood glucose level or the time and date of the hospitalization. The customer stated that he had issues with his insulin pump running on pm time and could not set the pump to an am time. The customer was assisted with assisted with trouble shooting and the customer was able to fix the issue with the time setting. The customer was advised to monitor the pump for any future issues. The customer also had a no delivery alarm found in the pump's history log but the customer stated that he was not wearing the pump when that particular alarm rang. Customer was shipped a new battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.